Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that no delivery alarms were found on 11/14/2025 21:13:21.000 through 11/17/2025 14:53:13.000, with several alarms noted. However, unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 during rewind. Unit failed rewind test. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the pump error 38 during rewind. Additionally, a small piece of the motor home slide was noted as broken off. Due to corrosion found, isolate to motor and electronic assembly. Unit was received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of low reservoir anomaly and insulin flow blocked alarms were unknown due to pump error 38 during rewind preventing further testing of unit. However, customer allegations of rewind anomaly were confirmed when persistent pump error 38 was noted during rewind, caused by corroded motor home switch and damaged motor slide. Due to moisture damage found, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and the insulin pump was not rewinding. The customer also reported a low reservoir. The customer reported no adverse event. The event involved product(s) mmt-383a, mmt-332a, mmt-1884. Troubleshooting was declined by the customer for low reservoir. Troubleshooting was not performed for the insulin flow blocked alarm as it was resolved in the past. Troubleshooting was performed for the rewind anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-383a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.